Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review for the product weck vista access balloon port 10mmx70mm lot #73c1700297 investigation did not show issues related to the complaint. A verification of the failure mode reported in the current manufacturing process was conducted as follows:32 samples were taken from the current production p/n 412944l weck vista access balloon port 12mmx100mm, lot #73h1700819, the samples were functionally inspected and issue reported "during inflation the balloon has burst" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported and the customer complaint cannot be confirmed. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The report states that at the beginning of the cholecystectomy, during the balloon inflation process, the balloon burst. This incident happened when the device had already been inserted into the patient. This device was removed from the patient and another one was placed. There was no patient injury.